Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was attempted to being implanted with an impella device for mechanical circulatory support. During insertion, due to poor anatomy, the pump could not be placed from the right or left side. The artery was very deep, with steep angle of entry into vessel despite tunneling. No passage of the vessel beyond the clavicle possible, despite best practices. It was decided to switch from 5.0 to cp axillary.